Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The microscope probe was returned to the manufacturer for evaluation. Testing found that a post marker was missing from the main unit. With passive markers attached, the probe verified. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the scope had a broken stem. When the sphere was pulled away, the stem came off.